Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump is locking on its own, denies tactile changes and denies leaning up again pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the bb and dl history show evidence of manual pump suspends. The pump was run on a 24/hr basal delivery program during which no locking or suspension of the pump was duplicated. The keypad cover is intact; all buttons responsive during investigation with no tactile changes. Unable to duplicate complaint of pump locking on its own.